Manufacturer narrative:
No code available. Contact lens. Not applicable. No known device problem. No testing methods performed . No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(6) 2018 the following report was found on a social media website: ¿when the @acuvue moist dailies damage your eyes so badly you can no long see.¿ the consumer was unable to be contacted, as no contact information was available and it was not possible to contact them via the social media website. The date of the event was not reported. It is unknown if the product is available for return. No product or lot information was available. No analysis could be conducted. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.